Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 16 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.